Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, d9: device returned to MFR - additional information, d9: date device returned - additional information, g3: date received by mfg - additional information, g6: type of report - updated/follow-up, h2: type of follow up - additional information/device evaluation, h3a: device evaluated by mfg - additional information, h6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced heavy breathing, weakness, coughing, and sneezing. He checked his receiver, which showed 151 mg/dl, did not check his bg via fs. He did not eat dinner because he was feeling extremely unwell. Later, his cgm showed 221 mg/dl. He did not check his bg via fs. He took his long-acting insulin toujeo (dose unspecified) before going to sleep. In the morning of (B)(6) 2025, he continued to experience coughing, sneezing, frequent urination, extreme thirst, and worsening acid reflux, which led to vomiting and heavy breathing. No medication or treatment was given. His sister took him to the hospital, where his bg was checked via fs and found to be 371 mg/dl, while his dexcom reading showed 118 mg/dl. He was given an insulin drip and two bags of IV fluids and was admitted to the emergency room (ER) for overnight observation. He is expected to be discharged on (B)(6) 2025. The patient is currently feeling better, though still experiencing heavy breathing. His cgm is showing 68 mg/dl, while his bg via fs is 197 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient had their first symptoms, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.